Event description:
It was reported that the patient was seen with high impedance during a generator replacement. Lead impedance was within normal limits prior to the procedure, however lead impedance was high after the new generator was placed. The surgeon disconnected the lead from the new generator, and checked with the old generator and high impedance was observed again. The patient was scheduled for x-rays. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H4 manufacture date, corrected data: the initial reviewer inadvertently left out the manufacture date.